Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had poor image and bubbles coming at where tape was. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure "poor image" was not confirmed. However, the failure "bubbles coming at where tape is" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the unit failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bubbles coming due to leak from crack in video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.